Event description:
Patient reported that their jaw locks whenever they were their aligners. This is a contraindicated patient for crown, dental implant, veneers and impacted teeth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.